Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presyncopal when presented to the clinic during follow-up. Backup vvi was observed. A device download was performed successfully. Device remains implanted.